Event description:
The gastro dept provided a jamshidi soft tissue biopsy tray with a 16 gauge needle that was used on a pt. The needle tip disengaged from the plastic hub of the syringe while inserted into the pt's liver.